Event description:
Reporter indicated that systems diagnostics testing at office visit resulted in high lead impedance readings, indicating a possible lead discontinuity. Review of x-rays by reporter did not reveal any obvious discontinuities in the ncp system. Review of the x-rays by MFR did reveal a gross lead break. Pt is asymptomatic. Lead revision is planned but no surgery date has been set.

Manufacturer narrative:
H6: - review of the x-rays by MFR revealed a suspected lead discontinuity at the electrode site. Device failure is suspected, but did not cause or contribute to a death or serious injury.